Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 44 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during an arthroscopic rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿the transpiration surface of the tip of the probe was cracked and damaged during use of the product. There were no problems with the method of use during surgery, and this was the first event for the doctor in question in his fourth use. Since the damaged part was extracted outside the body while being sucked into the suction port, it was confirmed with an x-ray, and fortunately there was no residual substance outside the body.¿. There was no report of injury, medical intervention, or hospitalization for the user. Further assessment questions found that it was confirmed that the fragmentation fell into the patient and was removed via suction. An x-ray was used to verify that no fragmentation remained in the patient. The procedure was completed with a 2-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during an arthroscopic rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿the transpiration surface of the tip of the probe was cracked and damaged during use of the product. There were no problems with the method of use during surgery, and this was the first event for the doctor in question in his fourth use. Since the damaged part was extracted outside the body while being sucked into the suction port, it was confirmed with an x-ray, and fortunately there was no residual substance outside the body.¿ there was no report of injury, medical intervention, or hospitalization for the user. Further assessment questions found that it was confirmed that the fragmentation fell into the patient and was removed via suction. An x-ray was used to verify that no fragmentation remained in the patient. The procedure was completed with a 2-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.